Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient received nine shocks while in the shower and a couple shocks after getting out of the shower. The patient went to the hospital where a remote interrogation was performed and found the patient received anti-tachycardia pacing (atp) and shocks for ventricular tachycardia (vt) and ventricular fibrillation (vf) that were uncorrelated and irregular. It was noted that therapy in the vt zone was exhausted. At this time the implantable cardioverter defibrillator (ICD) remains in service and no adverse patient effects were reported.